Event description:
Mattress deflated while patient was laying on side and reinflated entrapping the patient. Patient was found with head stuck between side rail and mattress, with feet touching floor. Patient was freed and lowered to the floor by 2 staff members.====================== manufacturer response for speciality bed with air flow mattress, kin air med surg pulse======================the manufacturer will be sending a representative to inspect the bed.